Manufacturer narrative:
The instrument will not be returned for evaluation as it is not available; therefore, the root cause of the customer reported event cannot be determined. A follow-up MDR will be submitted if additional information is received. The site's system logs were reviewed with a procedure date of (B)(6) 2017. The system logs reveal that there were no abnormal patterns related to sealing. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon alleged that the endowrist vessel sealer instrument did not seal adequately. The patient reportedly experienced a thoracic duct leak postoperatively and had a second robotic procedure to repair the leak. At this time, the root cause of the customer reported failure mode is unknown. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that approximately a day after completion of an unspecified da vinci-assisted thoracic procedure, the patient experienced a thoracic duct leak. As a result the patient required another robotic surgical procedure to repair the thoracic duct leak. It was alleged that the endowrist vessel sealer instrument did not seal the thoracic duct adequately which resulted in the leak. On aug (B)(6) 2017, intuitive surgical, inc. (Isi) contacted the surgeon and the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: according to the surgeon, there was a mass (lymphoma) between the esophagus and the aorta. The surgeon indicated that he used the endowrist vessel sealer instrument for dissection. He removed the mass and was able to seal with the endowrist vessel sealer instrument without any issues during the procedure. However, the following day when the patient was fed, the thoracic duct leak was identified. The patient immediately had a second robotic procedure to repair the leak. The surgeon identified two specific areas of the leak and a few potential minor leaks in the thoracic duct. The surgeon applied 4-5 silk sutures on the thoracic duct to repair the leak. A saline test confirmed that the leak was repaired. The surgeon did mention that a thoracic duct leak is a very common and expected postoperative complication for this thoracic procedure. The surgeon confirmed that he had the jaws of the endowrist vessel sealer instrument in full grip assuring that it was in the sealing mode and not bipolar mode. In addition, the surgeon confirmed that there was tissue effect seen during the sealing cycle and that the thoracic duct was 2-3 mm in diameter. The csr (who was present during the second procedure) had confirmed that there were no electrosurgical unit(esu) errors. She also confirmed that the surgical staff heard the audible tones indicating that the sealing cycle was complete. The csr also stated that the endowrist vessel sealer instrument is not available for failure analysis.